Event description:
The intended procedure was completed using another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) years since the subject device was manufactured. The device was returned for evaluation and the customer reported issue was confirmed. Based on the results of the investigation, it is likely the poor connection leading to color bars/loss of image, occurred due to faulty locking part of the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video processor had poor contact with the video connector. The issue occurred during inspection for use. There were no reports of patient harm.